Event description:
It was reported that the bed exit did not alarm. It was further reported that a patient fell, but no serious adverse consequences or clinically relevant delay in treatment was reported. The model and serial number could not be obtained from the customer.